Event description:
It was reported that following an ablation procedure, the patient experienced a mild focal seizure. The physician then increased the patient's seizure medication and monitored. The physician said he was "not concerned" by the seizure. The patient is doing "very well" with no additional seizures. If additional information is received, a follow up report will be submitted.